Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A health professional reported that a tritanium pl steerable inserter shaft became jammed and that the tip fractured intra-operatively. The procedure was completed successfully with a ten-minute surgical delay and no adverse consequence to the patient.